Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests and bench test. Analysis found the high rate cover, upper case, lower case, heart wire block, two battery latches, two side bail covers, ring cover, output connector, and heart wire contacts were contaminated. The ring was bent and the battery drawer was damaged and dented.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) automatically switched off. The issue was not resolved by replacing the battery. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.